Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic area low on both sides, mainly left') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 624837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (exploratory surgery). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: after she had her exploratory surgery to find out about what was causing her pain however further details of surgery was not mentioned. She had not her essure removed, she was not planning for her essure removal but she was advised hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and mr received : event ¿injury nos¿ is replaced with pelvic pain. Aka name added, reporter added, lot number added, patient demographic added, essure insertion date updated , product indication updated. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping). Events onset date, events severity and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic area low on both sides, mainly left') in a 44-year-old female patient who had essure (ess205) (batch no. 624837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (exploratory surgery). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: after she had her exploratory surgery to find out about what was causing her pain however further details of surgery was not mentioned. She had not her essure removed, she was not planning for her essure removal but she was advised hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.